Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stenting procedure on (B)(6) 2012. According to the complainant, during the procedure, the stent system was positioned within the patient. The patient's anatomy was noted to be tortuous. During deployment of the stent, the white handle separated from the blue catheter. The stent was fully deployed within the patient; however, the stent was positioned too distal. The physician removed the stent from the patient by hand. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): stent positioning issue. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the outer sheath was fully retracted and the stent was fully deployed. No damage was noted to the outer sheath; however, it was found that the outer sheath was detached from the deployment handle. An examination of the deployed stent and the stent holder found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stenting procedure on (B)(6) 2012. According to the complainant, during the procedure, the stent system was positioned within the patient. The patient anatomy was noted to be tortuous. During deployment of the stent, the white handle separated from the blue catheter. The stent was fully deployed within the patient; however, the stent was positioned too distal. The physician removed the stent from the patient by hand. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.